Event description:
This incident occurred during the use of plasmacure pe-08 in china, which is identical model to op-05w(a) marketed in us. The patient was undergoing artificial liver therapy using dfpp with plasmacure pe-08 and the membrane plasma separator evacure ec-4a20. When 60 minutes after the start of treatment, her heart rate suddenly increased, her breathing quickened, and spots appeared all over her body. She received immediate hydration. Norepinephrine to raise her blood pressure and methylprednisolone were administered. She was placed on a ventilator and her symptoms gradually improved.

Manufacturer narrative:
The complaint product was discarded and cause investigation could not be conducted. However, we investigated manufacturing and quality control records based on the lot number. According to the investigation, no potential for malfunction was found and no similar event has been reported with this lot number globally so far. Since hypersensitivity occurred during treatment using the device, it was determined that a causal relationship "cannot be denied." The physician determined this event as "serious injury", and we also determined this event as "serious injury" since the patient received several medication. The cause of hypersensitivity might be an allergy to the membrane material of this product, but it cannot be determined. As for an allergic reaction, anaphylactoid reaction is described in IFU " e. Precautions 13. Monitor the patient constantly during treatment with the plasmaflo¿ op-05w(a). In the event of any of the following during treatment, immediately ensure the safety of the patient and take appropriate measures in accordance with the directions of the responsible physician. Presence of hemoglobin in separated plasma, due to hemolysis. The other potential reactions due to available substitute fluid such as fresh frozen plasma, plasma protein fraction are anaphylactoid reactions, hypocalcemia and infection." We will continue to monitor similar complaints carefully.